Event description:
This ra lead was implanted on (B)(6) 2002 and was explanted on (B)(6) 2012 due to infection. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).